Event description:
The rptr stated the lens optic of a competitor's lens was torn while being loaded using an msi-pf injector and an mtc-60c fp cartridge. There was pt contact. Another same type lens was implanted.